Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this unknown fecal management system product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the unknown fecal management system product labeling are found to be adequate based on past reviews.

Event description:
It was reported that the dignisheild did not capture the fecal matter causing it to leak on the patient's bed. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the dignisheild did not capture the fecal matter causing it to leak on the patient's bed. No medical intervention was required.